Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received multiple inappropriate shocks for svts. The patient was frightened after receiving the shocks. The device was explanted. The patient was less frightened after device upgrade.